Event description:
Boston scientific received information that during a normal device check this right ventricular (rv) lead exhibited no pacing and was found to have dislodged. There were no adverse patient effects reported. This lead was removed and successfully replaced with another right ventricular (rv) lead.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to boston scientific. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence of set screw marks on the is-1 terminal pin, and the distal and proximal high voltage (hv) terminal pins. No discernible set screw marks were noted on the is-1 ring. A cut was found on the lead 223 millimeters (mm) from the terminal pin through to the distal hv lumen. Dried blood/body fluid was also noted in the helix housing. Helix mechanism test failed most likely due to body fluid infiltration. Portion of helix housing was removed, dried blood and debris loosened from mechanism; helix was then functional. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.